Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod. No specific symptoms reported. The patient reported they had attempted to update their controller without success and had planned to visit their endocrinologist for assistance with updating. The patient reported they had eaten and could not give a bolus with the pod due to the controller needing to be updated. The patient filled an insulin syringe with 100 units and intended to give 5 units, but unintentionally gave 50 units. On the way to the endocrinologist office the patient noticed their bg (blood glucose) level was dropping and ate 3 glucose tablets in the car. Upon arrival at the endocrinologist office, the patient was treated with juice, crackers, and glucagon. Once bg levels were stabilized, the patient was sent to the emergency room. Patient's vital signs were monitored and no further treatment was required in the emergency room. The patient was released within 5 hours. The pod was being worn by the patient at time of visit, but they had paused insulin delivery with the controller. The patient reports being prescribed glucagon and dosing appropriate insulin syringes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.